Event description:
The facility reported a flo-gard infusion pump that does not "accept lock". This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the pediatrics department. It was reported that "the patient was connected but did not suffer delay in the administration of IV fluid"; and there was no report of injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of "does not accept lock" was not confirmed nor reproduced during device evaluation. The device lock functioned as designed during device testing. No repairs were performed for the reported condition.